Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing and stress testing without duplicating the report. An internal inspection resulted in no findings.the smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "airway pressure sensing failure - 1052 error message." Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.